Event description:
Information was received from a patient (pt) regarding an external device. It was reported that their controller (ptm) had died. Pt said they tried troubleshooting with the manufacturer representative (rep) by taking the battery out of the ptm to reset, tried using the other ac power supply and tried using their other li battery. Patient services (ps) walked them through removing the battery pack, plugging the ptm into the ac power supply, pt confirmed the ptm did not power on. Pt then tried aa batteries in the ptm, and it remained unresponsive. Pt plugged the ptm back into ac power and it still did not power on. A replacement ptm was requested. No new information. The caller reported the patient returned the replacement controller by accident, so another controller was sent out.

Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6) product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4) h3: analysis of the 97745 programmer (serial number (B)(6) revealed a main board failure due to no power. Unit pairs and charges ins and internal battery pack and powers up with battery pack, ac charger and aa batteries. It was able to pair and communicate with test implant via wireless and activate and deactivate stim functions. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.